Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd880799) and no issues were found related to the reported condition during the manufacture of those lots. The root cause is determined to be use error poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint.

Event description:
This is a spontaneous nurse report from the USA of bacterial peritonitis with culture positive for "gram positive cocci with staph" and ill caregiver's technique (coded as peritoneal dialysis complication) in an approximately (B)(6) male patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, frequency and lot number not reported) dianeal pd2 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date the patient developed peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. Treatment information was not provided for the event of peritonitis. It was not reported whether dianeal therapies were ongoing. The outcome for the event of peritonitis was not reported. The patient previously experienced overfilled (coded as procedural complication) from (B)(6) 2010. A causal relationship was not reported for the event of peritonitis with regards to dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. Follow-up information ((B)(4) 2011): on an unreported date, the patient experienced a break in aseptic technique due an "ill caregiver." On an unreported date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. The nurse stated that the peritonitis was related to the patient's ill caregiver's technique. Treatment included ip antibiotics (name, dose, frequency, start/stop dates unknown). On (B)(6) 2011, the patient was discharged from the hospital. Dianeal therapies were ongoing. In (B)(6) 2011, the patient recovered. It was not reported whether the event of ill caregiver's technique resolved. Per the nurse, the event of bacterial peritonitis with culture positive for "gram positive cocci with staphylococcus" was not related to dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. A causal relationship was not reported for the event of ill caregiver technique.